Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked at several locations, from the distal tip. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when the small knob was articulated counterclockwise, confirming the complaint. The tips of the sleeve were frayed. A functional assessment was performed. The device was fully articulated in all directions. A guidewire was back-loaded through the distal end of the scope. A spybite was passed though the working channel. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00884 for the first spyscope digital access and delivery catheter and 3005099803-2018-00885 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope ds was used and the working channel sleeve also protruded. A lumenis laser fiber was inside the scope of both spyscopes when the working channel sleeve protruded. Reportedly, no part of the spyscope ds devices detached and there were no reported issues with the accessory device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.